Manufacturer narrative:
On (B)(6) 2007, the beckman coulter hardware specialist continued to perform troubleshooting after the field service engineer (fse). The hardware specialist diagnosed a faulty transducer. The hardware specialist rebuilt the transducer and performed complete cleaning of the system's interior. The hardware specialist replaced instrument parts per preventive maintenance (pm) replacement kit and performed lumwash son and lumwash inc 52 within specs. The units conformed to the MFR's performance specs. This reportable event was identified during a retrospective review of product complaints conducted from (B)(6) 2008 through (B)(6) 2010 for add'l reportable events.

Event description:
The customer reported erroneous troponin I (accutni) and beta human chorionic gonadotrophin results, for multiple pts, involving access 2 immunoassay system. This is report number five of five. It is unk if the erroneous results were released out of the laboratory. There has been no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.